Manufacturer narrative:
D10 concomitant products: glj-51-m polysorb* 4/0viocv-25dt 5x45x12 - glj-51-m, lot#: d3h2233y vlocl0336 v-loc* 180 0 grn 60cm gs21x12 - vlocl0336, lot#: a3m1580vy glj-51-m polysorb* 4/0viocv-25dt 5x45x12 - glj-51-m, lot#: d3h2233y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic radical gastrectomy, the two polysorb threads broke three minutes into the procedure during the interrupted suture of the gastroduodenal anastomosis. Additionally, the two vloc threads broke one minute into the continuous suture of fascia and muscle, with the one vloc sture breaking after the first knot was locked. To resolve the issue, another brand of suture was used to complete the suturing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the needle was returned disengaged from the suture. It was reported that the suture was broken. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of needle detached that has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.